Event description:
Evaluation of the returned device identified delaminated upstream and downstream occlusion seals. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced to resolve the issue.